Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2024-00985 it was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely, and patient lost effective therapy due to lead migration. As a result, surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Effective therapy was restored post operatively.